Event description:
It was reported that this pacemaker delivered inappropriate pacing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since information from the field indicates this device was functioning appropriately and there were no device issues.

Event description:
It was reported that this pacemaker delivered inappropriate pacing. This device remains in service. No adverse patient effects were reported. Information from the field indicates this device was functioning appropriately. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker delivered inappropriate pacing. This device remains in service. No adverse patient effects were reported. Information from the field indicates this device was functioning appropriately. No adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
This event is no longer reportable since information from the field indicates this device was functioning appropriately and there were no device issues. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.